Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that mobile power unit was displaying connect power when connected to controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller displaying a connect power when connected to the mobile power unit (mpu) was not able to be reproduced. The mobile power unit serial number (B)(6) was received and evaluated at pleasanton service center. Visual inspection revealed kinks in the patient cable. The mpu was connected to a test system controller and a test pump and it was found to function as intended. Due to the kinks, the mpu patient cable needed to be replaced. A po was requested for the cost of the repair and after three attempts it was not provided. The mpu will be returned to the customer in unrepaired condition labeled ¿not for human use¿. A specific root cause for the reported event was not able to be determined. The device history records were reviewed, and the records revealed the mpu was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev d and instruction for use rev c caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.